Event description:
Labeling issues were discovered during a routine inspection of cambridge diagnostics. Cambridge mfrs two products for bayer, hema-check pak and hema-chek developer. Both these products are labeled as bayer being the "manufacturer." Cambridge claims that these products are manufactured to their own specifications. It is bayer's position that this is not a labeling error and they handle all the products they distribute in this manner. Varius documents were attached. No illness/injury complaint.